Manufacturer narrative:
The edwards esheath introducer set was not returned for evaluation. The device history record (DHR) was reviewed for work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint. A review of the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review of the work orders was performed and revealed a complaint relating to the complaint codes. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. During incoming inspection of the components, the valve frames are: 100% dimensionally and visually inspected by both manufacturing and quality. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. Imagery was provided by the site, and the following was observed: the patient's access vessel (right) had presence of calcification and tortuosity. The instructions for use (IFU) for esheath and commander delivery system, device preparation and procedural training manuals were reviewed. Per IFU warnings and precautions: do not mishandle the delivery system or use it if the packaging or any components are not sterile, have been opened or are damaged (e.g., kinked or stretched), or the expiration date has elapsed. Safety and effectiveness have not been established for patients with the following characteristics/comorbidities: access characteristics that would preclude safe placement of the edwards sheath, such as severe obstructive calcification or severe tortuosity. An additional dilator is included with the system for vessel dilation. Use caution in tortuous or calcified vessels that would prevent safe entry of the introducer set. Access characteristics that would preclude safe placement of the sheath such obstructive calcification, severe tortuosity, or vessel diameter less than the minimum recommended should be carefully assessed prior to the procedure. There were no IFU/training deficiencies identified. As the complaint for introduce and navigate system through sheath / access vasculature - resistance between system components - inability to advance through sheath, and general risks - failure - distal tip damage and sheath insertion and suturing - difficulty introducing sheath were unable to be confirmed, a complaint history review is not required. Additionally, the issue has been previously identified in a product risk assessment (pra), which captures root cause analysis for the issue. A risk assessment was performed on the reported event. There was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. The risk of sheath and delivery system insertion difficulties, sheath distal tip damage, and associated harms has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials/refresher training including patient screening, vascular access, and device insertion techniques. Users are informed of the residual risks associated with use of the delivery system and sheath through the potential adverse events section in the instructions for use (IFU) and/or device training materials. The benefits of the system outweigh the risks associated with device insertion difficulties and sheath distal tip damage. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. However, per management discretion, a product risk assessment (pra) has been previously initiated to assess risks associated with high push force of the commander delivery system with s3u through the esheath. The risks outlined in the pra remain the same. The pra remains applicable, and no further action is required. Since there was no confirmed edwards defect, no corrective or preventative actions (CAPA) are required. As reported, there was more than normal tension advancing the delivery system through the entire sheath. Per imagery, the patient's access vessel (right) had presence of calcification and tortuosity. Per the procedural training manual, push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification. Access vessel characteristics such as calcification and tortuosity can create a challenging pathway for delivery system insertion/ advancement through the sheath. Calcification can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion that may lead to resistance, while tortuosity can create sub-optimal angles that can lead to non-axial alignment in the advancement of the delivery system. These patient factors, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of the thv getting caught on the sheath, preventing further advancement. A CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. As such, available information suggests that patient factors (calcification, tortuosity) likely contributed to the complaint event. As such, available information suggests that patient factors (calcification, tortuosity) likely contributed to the complaint event. As reported, the operator had difficulty advancing the esheath due to tortuosity in the right iliac artery. As imagery shows the presence of calcification and tortuosity it is likely that the sheath may have been subjected to suboptimal angles during sheath insertion, while also making contact with calcification. This can increase the friction experienced and the necessary push force to advance the sheath through the access vessel. As such, available information suggests that patient factors (calcification, tortuosity) likely contributed to the complaint event. The complaint was unable to be confirmed. No manufacturing non-conformances that would have contributed to the reported event were identified. Available information suggests that patient (calcification) and procedural (excessive manipulation) factors likely contributed to the complaint event. No labeling/IFU deficiencies were identified. Therefore, no corrective and preventative action, nor a pra is required at this time. As reported, "there was a crack at the seam" at the distal tip". It is possible that the sheath may have contacted the calcification near the aortic bifurcation resulting into the damage. . Additionally, as there was sheath insertion difficulty, any potential excessive device manipulation to overcome the difficulty can further damage the distal tip. As such, available information suggests that patient (calcification) and procedural (excessive manipulation) factors likely contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. In this case, a vascular perforation occurred and was possibly due to procedural factors (device manipulation) and/or severe calcification of the access vessel that may have contributed to the complaint event.

Event description:
As per updated information, during a transfemoral valve replacement procedure for a 26mm sapien 3 ultra valve, the physician had difficulty advancing the esheath due to tortuosity in the right iliac artery. The user removed the esheath and advanced the dilator only. The sheath was reinserted and the delivery system was advanced through the sheath with more than normal tension; however, there was damage noted on the esheath that was described as a "crack at the seam". A new esheath was used to deploy a 26mm s3u valve with success. The delivery system, esheath were removed and the final peripheral angiogram was taken. A perforation of the right iliac artery was visualized, and a stent was placed to repair the artery. Patient was reported to be alive and doing well.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported via the field clinical specialist, during a transaortic valve replacement procedure for a 26mm sapien 3 ultra valve, the physician had difficulty advancing the esheath due to tortuosity in the right iliac artery. The user removed the esheath and advanced the dilator only. A new esheath was used to deploy a 26mm s3u valve with success. The delivery system, esheath were removed and the final peripheral angiogram was taken. A perforation of the right iliac artery was visualized, and a stent was placed to repair the artery. Patient was reported to be alive and doing well.